Manufacturer narrative:
Reporting institution phone number -(B)(6). Reporter phone number - (B)(6).

Event description:
It was reported to philips by a customer that the unit does not deliver correct airflow. Based upon the information provided, it is unknown if the unit was in use on a patient at the time of the reported event, however, no patient harm or injury was reported.

Manufacturer narrative:
Upon further investigation, the following has been reported that this issue was discovered during the preventative maintenance, there was no patient involvement. Therefore, this complaint no longer meets reportability requirements for an MDR.